Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 250 units of insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.